Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3 387s-40, lot# v081575, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37651, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient programmer was no longer working. It was noted that the patient stated that they changed batteries. It was noted that the patient programmer was making a noise and it would not allow the patient to change their settings. It was noted that the patient was told by the health care professional (hcp) not to use the programmer at all because, it screwed up the programmed settings of the device. It was noted that the recharger worked fine. It was noted that the patient would not troubleshoot with the patient programmer because, the hcp told them not to use it. It was noted that the health care professional (hcp) had to reset the patient¿s device. It was noted that analysis of the patient programmer found no anomaly.